Event description:
It was reported that during the extraction of the system due to infection there was difficulty removing the left ventricular lead. The patient had a sudden drop in blood pressure and open heart surgery was need to repair a hole in the heart. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was melted, the outer tubing overlay was melted and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.